Event description:
Novamax glucometer reported blood readings that were extremely high, the pt's results for the week were ranged from 260 to 500 (pt denies any symptoms). Pt proceeded to do fingerstick with the nursing staff present, the result was 451 mg/dl. We immediately had the pt use the clinic's glucometer and the reading was 162 mg/dl. We notified the novamax company and the representative took down the info and told the pt that they will send testing solution and new strips to them. They told the pt to call them when the supplies arrive and they walk the pt through testing the machine, if they determine that it has malfunctioned at that time they will provide a new glucometer.